Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nineteen years and ten months post filter deployment, partial filter removal procedure was performed. Patient with history of deep thrombophlebitis in the right lower limb despite therapeutic inr and progression of right lower extremity dvt. Patients returned for pain and lower right limb paresthesia. CT abdomen and pelvis scan revealed a clot in the inferior vena cava. Baseline v/q scan performed which showed high probability of pulmonary embolism. Approximately nineteen years and ten months before, patient underwent ivc filter implantation. Patient is on lifetime anticoagulation recommended and filter kept in place. After one year of filter deployment, x-ray lungs and spine study showed probable embolization of inferior vena cava filter legs. After eight years, ten months and one days of filter deployment, patient underwent x-ray right abdomen study which showed nephrolithiasis and inferior vena cava filter was noted. One leg appeared detached and lay three cm above filter and the second leg lay in area of the right lung facing the heart. After two months twenty-one days of filter deployment, and patient underwent CT abdomen, pelvic and thoracic study which showed one leg of the filter was broken, this leg having moved superiorly with its distal end projecting at the beginning of the right renal vein. There is no evidence of vena cava filter leg within the lung parenchyma, particularly in the right lower lobe, as clinically reported. The second leg is currently located in the mediastinum behind the left atrium. One year after, chest x-ray of this leg was in projection from the lower right lobe. After eight months and twenty-three days of post filter deployment, an inferior venacavography was performed which showed the filter was fractured, with one leg located in the right renal vein and another one located para-esophageally, presumably in a small venous structure. Through the right internal jugular vein approach, vena cavaography was performed which showed fractured filter but centered within the vein with some extraluminal legs. Relatively easy removal of the filter using the removal cone. Subsequent removal of the right renal vein leg. Upon examination,the filter has nine legs, so two are missing, one of which as mentioned above and located in the paraesophageal area. Ten days of post filter deployment, patient underwent follow-up office visit. Patient undergone exeresis of filter via right jugular vein and the jugular vein access site showed signs of inflammation and a small superficial abscess was evacuated after incising the skin over a few millimeters at former access site. A culture was taken, and patient was already receiving oral antibiotics. Three months and seven days post filter deployment, patient underwent x-ray dorsolumbar spine study which showed, it is clearly visible paravertebrally under the left bronchus at the present time. Moderate to severe facet osteoarthritis bilaterally in l4-l5, severe bilaterally osteoarthritis more notable on the right than on the left in l5-s1. Therefore, the investigation is confirmed for the reported filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6(component, method). H11: h6(result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with thrombophlebitis profunda. It was further reported that about sometime post a filter deployment, the filter strut detached and migrated into the mediastinum and other leg lies in the right lung facing the heart. Reportedly, the filter was removed, and filter fragments still remains in patient. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: g3. H11: b1, b5, h1, h6 (patient). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with thrombophlebitis profunda. It was further reported that about sometime post a filter deployment, the filter strut detached and migrated into the mediastinum and other leg lies in the right lung facing the heart. Reportedly, the filter was removed and filter fragments still remains in patient. However, the current status of the patient was unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with thrombophlebitis profunda. About sometime later post filter deployment, the filter strut was detached and partially removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.